Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they had a bent cannula. The customer's mother stated that they had high blood glucose of 400 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother stated that they also experienced high blood glucose of 417 mg/dl and found that the cannula was bent. The customer's mother reported that they had high blood glucose of blood glucose was 436 mg/dl at the time of call and the insulin pump was alarming no delivery. The customer's mother stated that they gave correction with the insulin pump for the high blood glucose. Troubleshooting was performed for no delivery alarm and the insulin did exit. The customer's mother declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.